Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("some women need a hysterectomy (to remove a sterilisation device)") and fallopian tube perforation ("the device has been found to perforate a fallopian tube and fallen out, embedding itself elsewhere in the body") in an unspecified number of female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, patients had essure inserted. On an unknown date, some patients underwent medical device removal (seriousness criteria medically significant and intervention required), some patients experienced fallopian tube perforation (seriousness criterion medically significant), adverse event ("problems") and pain ("pain"). Some patients were treated with surgery (hysterectomy). At the time of the report, the medical device removal, fallopian tube perforation, adverse event and pain outcome was unknown. The reporter considered adverse event, fallopian tube perforation, medical device removal and pain to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred terms: 1) medical device removal. The analysis in the global safety database revealed 722 cases. 2) fallopian tube perforation. The analysis in the global safety database revealed 642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Ce check of data entry was performed according to guidance. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.